Manufacturer narrative:
Invesitgation plan includes getting the thermirf+ generator (sn# (B)(6)) into our facilities to investigate the unit. The customer has requested a loaner generator in the mean while to prevent use of the generator in question. The loaner unit has made its way to the customers location. As of (B)(6) 2024, the unit has not been received in house. There has been attempts to reach out to customer to get the status of their thermirf+ generator. The vp of sales is working on getting a status update of the thermirf+ generator location to ensure it gets to us for evaluation.

Event description:
On 16jan2024, customer support was notified by a sales representative of an adverse event. Chetco medical (acct #: (B)(4)) reported a patient they performed a thermiva treatment had burns inside her vagina. The thermiva treatment was performed in (B)(6) 2023. The patient reported she felt discomfort after the treatment and visited her obgyn in (B)(6) 2023. The patient's obgyn informed her she had burns inside her vagina. The customer mentioned they were performing aggressive treatment due to the patient's urinary incontinence. The patient only had one thermiva treatment in (B)(6) when in (B)(6) her obgyn notified her of the burn. The customer reported in (B)(6) they are performing prp treatments for the burn on the patient. The customer has not reported any other issues with the thermirf+ generator (sn #: (B)(6)). The unit was requested for evaluation to ensure it is functioning as normal.